Manufacturer narrative:
The device was not returned for evaluation, which precluded a full investigation and analysis. However, this is a fault mode identified in the risk management file that can occur by user induced damage (e.g., device is dropped) or by incorrect assembly or component used. The production record was reviewed and showed no evidence of misassembly. Device met all functional and release specifications. The initial assessment of this event was deemed not reportable as a malfunction could not be confirmed and no adverse event had occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr 803 on the basis of a potential manufacturing malfunction that could cause or contribute to serious injury should the malfunction recur. Device not returned to manufacturer.

Event description:
It was reported by the sales rep that before the procedure the safety jammed and doesn't work, but it still fires. Procedure was completed with device with no patient consequence.